Event description:
Technician found a versacare bed in the basement with a missing head pivot bolt. The facility did not have this bed in their inventory report so the bed had not been in use. No injury reported.